Manufacturer narrative:
The insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No frozen display anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump received with minor scratches on lcd window.

Event description:
The customer reported getting a button error alarm on the insulin pump and not being able to clear alarm because the insulin pump seemed frozen. The customer stated that she had the insulin pump on her bra strap and she was sweating. The blood glucose at the time of the call was unknown. The customer was advised that the insulin pump needs to be replaced. She was advised to discontinue the use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.